Event description:
It was reported that a spectrum pump failed the downstream occlusion test during testing, with values exceeding 19 psi (pounds per square inch) after multiple attempts with different sets and gauges. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was tested for flow lines for downstream occlusion testing and passed. A review of the event history log revealed downstream occlusion messages however evidence of downstream occlusion alarms in the log does not confirm or refute the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be force sensor scale factor out of specification. The force sensor scale factor requires recalibrations to address this issue. Should additional relevant information become available, a supplemental report will be submitted.